Event description:
It was reported that when withdrawing the needle from the patient; needle dislodged from the syringe and remained in the patient's arm. Provider notified of 2 large drops of vaccine that "leaked out." No revaccination required. The needle was taken out of the patient's arm and thrown away.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.